Manufacturer narrative:
It was alarming and they have not tried to resume pumping. There is no blood in the helium tubing. Esp team advised her to press the start key and the pump resumed. Esp team explained the alarm, and potential causes with several troubleshooting tips.

Event description:
User called into emergency support program line to request and report issue during use in which sensation plus 50cc intra-aortic balloon (iab) had gas loss alarm occurred. There was no harm or injury reported.